Manufacturer narrative:
(B)(4). Device evaluation: the device was received for evaluation. The device was visually inspected and functionally tested. The event history log showed system error 2401(software error). The reported problem was verified. The cause was determined to be defective software eproms (erasable programmable read only memory). To resolve the condition, the eproms were scrapped. The device was sent for servicing. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine had an unknown system error (se). Patient involvement and the step of setup or therapy during which this occurred were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.